Manufacturer narrative:
Document review: cemented fixed tibial tray size 2 ; ref 3031.0202/lot #: 083522 ((B)(4) devices produced and all already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. From the data collected, there are no evidences that the event is device related.

Event description:
Ref imp #: (B)(4).